Manufacturer narrative:
Fdd coded for lead and extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that there were no actions/interventions taken after surgery. The impedance issue could only be resolved if the lead was replaced. It was noted the patient is alive with no injury. Patient needs to be seen by their neurologist for their initial programming. Patient has a pace maker so they can not have an MRI. It was reported the lead was damaged while troubleshooting the damaged extension. The surgeon had to use the stub stylet multiple times when testing multiple extensions which could have possibly damaged the lead. It was unknown if the issue resolved. No further complications were reported as a result of this event.

Manufacturer narrative:
Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected (B)(4) because these are the closest codes available with respect to this event. Analysis of the extension (B)(4) revealed that the conductor body was broken less than 5 cm from the proximal end. For the extension is (B)(4). Fdc codes updated from (B)(4). Fdr codes updated from (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial#: (B)(4), product type: extension. Product ID: 3387s-40, lot#: va1m4zy, implanted: (B)(6) 2018, product type: lead. Product ID: 3708660, serial/lot #: (B)(4), ubd: 15-jan-2022. Product ID: 3387s-40, serial/lot #:(B)(4), ubd: 11-sep-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that there was an impedance issue on every combination of the 11 contact of above 40,000. The surgeon tunneled as normal and it did not appear to be any issues during tunneling or when connection the extension to the lead. Diagnostics/troubleshooting included multiple impedance tested on the extensions and on the lead. Interventions/actions taken: once impedance issue occurred on the lead the surgeon did not want to test the lead more and cause more issues to the lead or extension. During the stage ii, the surgeon connected extension into the right lead. An impedance check was done that showed an impedance of over 40,000 on all combinations on the 11 contact. The surgeon unplugged the extension from the battery and replugged it in. The impedences were still able 40,000. The surgeon tested the connection between the extension and the lead. The same impedance issue occurred. The surgeon then tested the lead using the twist lock cable. The impedances were normal on the lead. They then decided to open a new extension. The surgeon connected the new extension and an impedance check was run. The issue on the 11 contact cleared but a new issue on contact 8 occurred showing impedance values around 24,000 on every combination. The surgeon tested the battery by switching the extensions in the battery ports, but the values remained on the same extension. The surgeon reconnected the extension in to the battery and the extension onto the lead. The impedences were still high around 24,000 to 30,000. The surgeon decided to test the lead again and they found the impedence issue was now on the lead. Once it was determined that the issue was on the lead the surgeon decided to leave the extensions in place a close. The issue is not resolved at the time of this report. Impedance test results include: c 13161, c 1361, c 1284, c 40000, 13384, 14826, 40000, 2341, 40000, 40000, 37802, 37802, 38263, 2701, 2981, 2817, 21895, c, 1353, c, 1292, c, 1429, 22201, 24054, 24424, 2412, 2836, 2427. The extension will be returned for analysis. No symptoms were reported. No further complications were reported or anticipated with this event.